Manufacturer narrative:
The post market clinical staff reviewed the provided medical records info and a review of the provided follow up info documentation and it appears that on (B)(6) 2014 the pt, on home peritoneal dialysis using the liberty cycler, was hospitalized for peritonitis. Initially, the pt was unable to drain his pd catheter and had abdominal pain. Peritonitis is a known complication pf pd, which can be caused by poor aseptic technique or a break in the sterile field. This event of peritonitis may have resulted from user error and will be reported as a serious injury MDR. The plant investigation has not yet been completed. A follow up report will be field upon completion of the investigation.

Event description:
A peritoneal dialysis patient's contact reported that the pt was having pain in his abdomen. Patient tried draining manually but nothing drained. Pt got onto the cycler and tried draining on the cycler. The cycler only drained him 19ml. Pt stated he was still in pain and tried calling his nurse but no one picked up. Fresenius technical services advised pt again to try his nurse again and if he still can't get a hold of them, then he should go to a local hospital. Upon follow up with the nurse, he stated that the pt was admitted to the hospital on (B)(6) 2014 and was diagnosed with peritonitis. On (B)(6) 2014, the pt went to the hospital due to his abdominal pain and inability to drain his pd fluid. On (B)(6) 2014, the pt was transferred to another hospital for an unk reason with the diagnosis of dialysis-associated peritonitis. The pt was started on ceftazidime 12,00 mg irrigation in his dialysate fluid daily and 1000 mg in 2500 ml to dwell for 6 hours. There was no further info provided in the pt's medical records.